Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure performed on (B)(6) 2018. According to the complainant, during procedure, the laser fiber was noted to be broken into two pieces upon putting the laser back on standby mode. The broken piece was 8 inches long and the other piece was the remaining broken part of the fiber. The procedure was completed with another flexiva 200 tractip laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.